Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified sign of use and drill bit was fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that when removing a pin from the distal cutting guide, it fractured. The surgery was completed with another device. No foreign bodies were retained. The surgical technique was utilized. There was no surgical delay. All available information has been provided.

Manufacturer narrative:
(B)(4) g2 : foreign country : canada customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.